Event description:
It was reported that erroneous results were observed during use with bd multitest¿. The following information was provided by the initial reporter: erroneous results: yes. Detailed erroneous results: results are not reported, customer has compared batches and notified me of the performance issue. Customer is seeing some non specific staining. They have provided data on a different lot that looks fine.

Manufacturer narrative:
E.1. Initial reporter address 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office - becton dickinson and company bd biosciences san jose ca, 95131 g.1 - reporting office contact - fahmy razak. G.1 - manufacturing site contact - fahmy razak. H.6 investigation summary: based on the investigation results, the reported issue of non-specific staining aggregates was confirmed. Investigation results that were performed on the indicated failure mode were the following: evaluation of details/data provided by the customer. Batch history review (bhr): the product met specifications prior to release by flow cytometry test vs reference lot prior to release. The potential cause cannot be determined. However, non-specific binding may occur in flow cytometry due to poor washing of stained samples, aging of samples during storage or reagent deterioration if not properly stored/handled as recommended the issue was resolved by the customer being supplied with a new lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that erroneous results were observed during use with bd multitest¿. The following information was provided by the initial reporter: erroneous results: yes. Detailed erroneous results: results are not reported, customer has compared batches and notified me of the performance issue. Customer is seeing some non specific staining. They have provided data on a different lot that looks fine.